Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between pd therapy with the liberty cycler/fmc cassette and the patient¿s peritonitis event. However, there is no objective evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/fmc cassette malfunction or product deficiency. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. Stenotrophomonas maltophilia bacteria usually colonize (live in, or on) areas of the body without causing infection but is known to cause peritonitis (national institute of health, 2016). Moreover, it was reported the patient was traveling out of the united states prior to the peritonitis event which may have been a confounding factor. Should additional information become available, please resubmit for a clinical review and this clinical investigation will be updated accordingly.

Event description:
A peritoneal dialysis (pd) patient¿s caretaker reported that the patient had an infection (unspecified). Upon follow up, the patient¿s peritonitis dialysis nurse (pdrn) stated the patient recently returned from (B)(6) and came to the clinic with cloudy effluent bags. The patient¿s white blood cell (wbc) count was 1009 (units unknown) and their polymorphs were 81%. The patients pd effluent culture tested positive for peritonitis (stenotrophomonas maltophilia, date unknown). The cause of the patient¿s peritonitis was unknown. The patient was prescribed and treated with ceftazidime, fluconazole and levofloxacin (dose, route, course unknown); it was confirmed that the patient was not hospitalized. The patient has continued pd therapy and shows signs of improvement. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.